Event description:
In 2006, I went in for a supracervical hysterectomy. I had severe bleeding during my periods etc and was determined that I had a fibroid, however it was not large enough to be causing the amount of bleeding I was having. They removed the fibroid and uterus via laparoscopy, therefore morcellating it. In 2013 I was diagnosed with low grade endometrial stromal sarcoma. Following my pathology reports, this mastosis was from an undiagnosed and morcellated fibroid/uterus in 2006. This morcellation procedure of my uterus cause cancer cells to be spread throughout my abdomen and I've had 4 more tumors since.